Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2014 at 21:03:52. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.